Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received calibration errors and mentioned that their blood glucose was over 400mg/dl at the time of the incident. The customer treated with manual injections. Troubleshooting for high blood glucose reading was performed. Customer's blood glucose level was 173mg/dl at the time of the call. The customer declined to troubleshoot further and just wanted a replacement pump. The insulin pump was returned for analysis.